Manufacturer narrative:
Device powered up after battery installation and was stuck in a pump error 41 alarm notification screen and reboot/medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 41 alarm loop.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor power supply voltage error detected alarm on the insulin pump. Troubleshooting was performed. Customer advised they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.